Event description:
A fracture in a vent pipe assembly was found and the defective parts were replaced by local service. The observed failure could potentially lead to helium gas egression into the patient room during a magnet quench. The analysis of this issue revealed that the observed damage was due to material fatigue on a batch of vent pipe assemblies. This failure was limited to a specific manufacturer and was restricted to mobile MRI systems only. In response, siemens has initiated a field check and replacement of affected vent pipe assemblies. This incident occurred in another country.

Manufacturer narrative:
Quench pipe. Material fatigue contributed to failure.